Event description:
Bd insyte autoguard bc 20 ga x 1.00 inch IV hub is the incorrect color. When inside patient vein there is no flash in chamber or in catheter. IV placed by cct [critical care transport]. Not user error.